Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a spot on both lungs, dizziness, sinues issues, congestion, and chest pain while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to a spot on both lungs, dizziness, sinues issues, congestion, and chest pain while using the device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation, unknown white dust-like contamination was on top of the blower motor and the blower motor seal, unknown contamination at the air inlet and the bottom of the blower box, gray and black specks in the bottom enclosure, unknown white, contamination (dust-like), in the iso port (international organization of standardization, unknown white contamination at the air inlet of the blower box, unknown white dust-like contamination was on top of the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box, unknown black contamination inside the bottom of the blower box, black dust-like contamination (inconsistent with degraded sound abatement foam) on the inside of the bottom of the enclosure, both sides of the blower box had sound abatement foam that looked like they had moisture. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 has been updated.